Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedance but still in normal limits and the rv pacing impedance is low out of range. Additionally, the right atrial (ra) lead is fracture. The physician deactivated the daily measurements of the ra lead, and it was turned off. The plan is to eventually replace the system. The technical services (ts) discussed patient management, turn on red alerts on this rv lead to ensure early detection of fluctuating impedance and noisy signal and advised to monitor the patient on latitude. There was no noise in the events recorded. The patient is still in the hospital and will likely stay several more days because of heart failure (not device related). This rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this right ventricular (rv) lead exhibited high shock impedance but still in normal limits and the rv pacing impedance is low out of range. Additionally, the right atrial (ra) lead is fracture. The physician deactivated the daily measurements of the ra lead, and it was turned off. The plan is to eventually replace the system. The technical services (ts) discussed patient management, turn on red alerts on this rv lead to ensure early detection of fluctuating impedance and noisy signal and advised to monitor the patient on latitude. There was no noise in the events recorded. The patient is still in the hospital and will likely stay several more days because of heart failure (not device related). This rv lead remains in service. No adverse patient effects were reported.